Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did find a documented non-conformance, but this serial number was not affected. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but that it was not delivering. They stated that when she has checked the feeding 6 hours after starting to add more formula to the bag, that she would find that the bag was still full. She also stated that she was removing the in line occluder from the feeding set to try and prevent this because the formula is thick and the feeding rate is slow. Mmd did follow up with the initial reporter, who stated that there had not been any adverse effects to the patient due to the complaint. No other information was provided. [(B)(4)]